Event description:
It was reported that post implant a realize band, patient enrolled in clinical study experienced vomiting after meals after a band adjustment. On (B)(6) 2010: office visit for inability to tolerate liquids. Fluid removed and 0.5cc of air removed. Patient still felt fullness in chest. Sent for ugi where food particles were found in distal esophagus. Sent for egd where food particles were removed. (B)(6) 2010: ugi was repeated d/t reoccurring obstructive symptoms. Partial obstruction of thoracic esophagus which was also dilated. Extensive narrowing below ge junction despite no fluid in the band. (B)(6) 2010: laparoscopic removal of band and lysis of adhesions with scarring of liver into area of band. The band was removed and symptoms resolved.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.